Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there is an air hole in the pod and it's setting off the air alarms. There was a little blood leakage. Bloodline had to be changed but treatment was able to resume and be completed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or photo were submitted to the manufacturer for evaluation. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. While the complaint is not confirmed, a potential root cause could be from the manufacturing machine, due to high pressure of return can stress the product and generate a perforation in the pod membrane. An approved project is in place to further address issues of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.